Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed. The customer's reported problem, "the alarm stopped working", was verified by functional testing. The root cause is a failure of main board. The main pcboard assy was replaced to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the alarm stopped working. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.